Event description:
The manufacturer received information alleging the dreamstation auto bipap device is defective and were filthy and had inadequate airflow. The manufacturer received information alleging respiratory distress and abdominal pain. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleged respiratory distress and abdominal pain related to a CPAP devices. There is no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected and found during exterior investigation: an external investigation was conducted and notes that there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be. Ui panel shows damage in plastic. During the interior investigation: there is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o¿ring. Evidence of unknown liquid ingress in the form of mineral deposits are present on the motor casing. Evidence of sound abatement foam degradation/ breakdown was not observed in the base unit. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Mineral spots consistent with water ingress were found on motor casing. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.